Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8-jun-2018 with the following findings: review of the black box showed no evidence of short battery life. Call service ¿128¿ alarm occurred due a voltage issue on (B)(4) 2018 at 7:58 pm. The battery compartment was confirmed to be cracked..the returned battery cap was undamaged and able to fit. ¿ez-prime¿ steps were performed correctly, all currents reading are within specification. There was no damage, defect or contamination of the pump's interior components. Investigation did not duplicate the ¿short battery life¿ complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ damage) issue; cracked battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.